Manufacturer narrative:
The devices remain implanted in the patient and was not returned for device evaluation. Based on the information received, clinical evaluation was unable to confirm the reported type iiib endoleak. Clinical evaluation did confirm the non endologix reline with aorto-uni-iliac and fem-fem bypass. Additionally, clinical evaluation found that 56 months post implant: right external iliac stent and artery stenosis; and, internal iliac stent stenosis of a non endologix device. Clinical evaluation refuted reported favorable patient condition post repair, rather the patient had an arrhythmia and confusion; this required an outpatient procedure a cardiac intervention and medical treatment (procedure-related event). The most likely cause of the compromised stent graft integrity was the use of strata material in combination with an off-label aortic neck and tortuous iliac anatomy (cautionary). The most likely cause of the stent buckling and stenosis of both the external iliac stent graft and artery a combination of iliac tortuosity, continued use of tobacco products, and, a pre-existing history of peripheral vascular disease. One week post discharge from the repair procedure, the patient was treated for cardiac arrhythmias (procedure-related harm) as an outpatient for both medical and interventional procedures. There have been no reports of further negative patient sequela. The lot usage history shows that no other units from the affected lot has been involved in any similar complaints at this time. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to <0.2%. These types of events will be monitored and trended as part of the quality system.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2013, the patient was initially implanted with a bifurcated stent, an infrarenal extensions, a suprarenal extension and two limb extension. On (B)(6) 2017, endologix was made aware of a type 3b endoleak. On (B)(6) 2017, the physician elected to reline the original implant with a non - endologix device. Patient was reported as doing well after secondary procedure. There have been no additional patient sequelae reported.